Event description:
Article: "comparison of outcomes for major contemporary endograft devices used for endovascular repair of intact abdominal aortic aneurysms" published by michael o. Falster, sarah k. Garland, louisa r. Jorm, c. Barry beiles, anthony j. Freeman, art sedrakyan, oluwadamisola t. Sotade, ramon l. Varcoe, a centre for big data research in health, unsw sydney, australia on november 5, 2022. This article compares rates of mortality, rupture, and secondary intervention following endovascular repair (evar) of intact abdominal aortic aneurysms (aaa) using contemporary endograft devices from three major manufacturers (gore, cook and medtronic). Patients underwent evar for intact aaa between 2010 and 2019 in new south wales, australia. This study identified 2 874 eligible evar patients. 279 patients underwent an endovascular abdominal aortic aneurysm repair using gore standard excluders. Patients criteria: age over 75. Male. Medical history included diagnoses of congestive heart failure, diabetes mellitus, hypertension, myocardial infarction, cerebrovascular disease, coronary artery disease, transient ischemic attack, peripheral artery disease, chronic obstructive pulmonary disease, smoking (current and former), renal impairment, and malignancy. Also, 4 abdominal aortic aneurysm related deaths were mentioned.

Manufacturer narrative:
Code c20- a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Additional information was requested but was not available. The cause of death is unknown. It was mentioned in the article: "abdominal aortic aneurysm related deaths." According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to death. The article: "comparison of outcomes for major contemporary endograft devices used for endovascular repair of intact abdominal aortic aneurysms" published by michael o. Falster, sarah k. Garland, louisa r. Jorm, c. Barry beiles, anthony j. Freeman, art sedrakyan, oluwadamisola t. Sotade, ramon l. Varcoe, a centre for big data research in health, unsw sydney, australia on november 5, 2022 was attached to the report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.